Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the patient's stimulation turning off wasn't determined. The representative further clarified that by "the patient fell because their stimulation turned off" they meant that the patient fell when the stimulation turned off. The patient's weight was unknown at the time of the event. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's stimulation turned off on its own. The patient fell because their stimulation turned off. The patient was seen in clinic on (B)(6) 2018. The issues was reported and the battery a readout was done. The ins was being used on program, everything looked normal. The ins was reset and the settings were reprogrammed. The issue was resolved. No further complications were reported. No additional patient symptoms were reported.